Manufacturer narrative:
Device evaluated: analysis of the catheter found dark residue occlusion in the dispensing holes that was event related. As received, dark foreign material was seen in all 3 sets of dispensing holes. When initially tested for patency, an occlusion was seen but was easily broken loose. After decontamination, the dark foreign material was no longer in the sets of dispensing holes but the catheter was still discolored in this area. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n159290004, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 15 mg/ml at a dose of "3 mg." The patient experienced lack of efficacy, and the catheter could not be aspirated. Di agnostics/troubleshooting performed included a dye study. Surgery occurred, and the entire catheter was exchanged. The issue was resolved. The patient's status was "alive - no injury" at the time of this report.

Manufacturer narrative:
Return date updated to 2016-04-04. (2016-04-05 no longer applies). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth: no eval explain code if information is provided in the future, a supplemental report will be issued.